Event description:
Caller states the patient tested 5.7 inr on the coaguchek system and 4.0 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system, however, caller states strips are unavailable for return.